Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore, the investigation is confirmed for the reported leak and balloon rupture. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model atg120184 pta balloon dilatation catheter allegedly experienced leak and material rupture. This information was received from one source. One patient was involved with no reported patient injury. The patient age, weight, and gender were not provided.